Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced worsening heart failure and the pump experienced decreasing watts and flows, with multiple low flow alarms, and occlusion. A pump thrombosis was suspected. The patient was hospitalized and underwent a pump exchange. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flows beginning on (B)(6)2018. 100 low flow alarms were recorded since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, and dimensional verification. Post-explant functional analysis on the returned pump was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.